Event description:
Terumo medical corporation received the reported information. The angio-seal was chosen as closure device by the medical doctor. The staff noticed that the angio-seal did not click together on the back table. The product was not used or put into patient, and another angio-seal device was pulled from a new box/lot that worked successfully. Additional information was received on 21aug2025: the procedure performed was a cardiac cath via 6fr sheath. A pre-deployment angiogram was performed. The patient was stable. No concomitant medical products were used with the angio-seal. There was no difficulty inserting the locator into the hub. There was no audible click on mating or tactile feedback after mating. The user attempted to mate the locator and hub three times. The locator and hub never mated or clicked.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rt the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, foil pouch, guidewire, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition. The hemostasis sheath and locator were returned fully assembled and securely mated. No issues were noted during evaluation. Functional testing was performed to test component assembly by attempting to push the dilator through the sheath. No issues were noted during testing. The sample was returned for evaluation, and no issues were noted during sample evaluation or functional testing. As a result, the complaint could not be confirmed for an assembly difficulty issue of the sheath and locator. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).